Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise that was oversensed on this right atrial (ra) lead. This lead to the delivery of inappropriate atrial tachy response (atr) therapies. It was also reported that impedances on the ra lead were variable. Boston scientific technical services (ts) provided troubleshooting advice. No adverse patient effects were reported. No interventions have been reported. The implantable cardioverter defibrillator (ICD) and ra lead remain in service.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix and noted that the helix was bent. The lead body was also noted to be twisted in the middle section of the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was also performed which showed that all lead conductors were intact. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported electrical observations. However, the twist in the lead body indicates that they may have been a user issue, such as manipulation of the lead through the skin (twiddler's syndrome) that could have caused or contributed to the reported dislodgement.

Event description:
This report is being filed as additional information was received indicating that there was undersensing occurring over this right atrial (ra) lead. This was leading to less atrial pacing being delivered than desired. Subsequently, this ra lead was found to be dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported. The patient's implantable cardioverter defibrillator (ICD) remains in service.